Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted to treat duodenal adenocarcinoma in the duodenum during a duodenal stent placement procedure performed on (B)(6) 2025. On (B)(6) 2025, the patient presented with dysphagia and was scheduled for oesophago-gastro-duodenoscopy (ogd). During ogd procedure, the implanted stent was observed to have started to severely disintegrate and internal wires of the stent were seen. The physician placed 2 stents below the original stent, and the procedure was completed. There were no patient complications reported as a result of this event.